Event description:
Due to no metal part of the venous blood temperature port, the blood was coming out. The hospital staff found it at the starting stage, and they could change it with a new one for surgery.